Event description:
Additional information was received wherein the ipg was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was placed into surgery mode prior to the procedure. Post-procedure, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.